Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was recently implanted and had already charged her device twice. On the last recharge, she reported that her skin was burned and that she had blisters. The patient had charged for a few hours with a thin t-shirt under the antenna. She had an appointment with her hcp and company representative will attend to check out the recharger.